Manufacturer narrative:
Customer was unable to complete control solution testing as metert would not read solution.

Event description:
Customer reported receiving blood glucose results of 135 and 245 mg/dl within a two minute period. As the comparison exceeds the 20% variance allowed by the manufacturer, a malfunction will apply.